Event description:
It was reported the pt experiences pain at the ipg pocket site. It was also reported the pt has not used the system since (B)(6) 2011. The pt scheduled an appointment with the neurosurgeon. A new charger was sent to the pt.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.